Manufacturer narrative:
Based on available information, when the device was turned on intermittently, a red x appeared in the upper right corner, and the device failed to start. The fse visited the customer site, evaluated the device, and confirmed that the device alarm indicated it couldn't defibrillate. After that, the fse performed a self-test, and the device returned to normal. The device regained full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device alarm that it can't defibrillation¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). A follow up report will be submitted upon completion of the investigation.